Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with no alarms, leaks, or noted issues with the infusion set, cartridge, or connector during a guided supply change; insulin delivery was resumed and blood glucose decreased from a reported high of 274 mg/dl to 197 mg/dl. Symptoms included hyperglycemia without ketone testing, medical intervention, or acute complications. Outcomes included transient impact on glycemic control without hospitalization or need for assistance or backup therapy. Investigation included user interview, troubleshooting, and education. Investigation of this case revealed no device malfunction or infusion set anomaly identified during the supply change and recovery of glucose values following set replacement. It was concluded that the episode represented hyperglycemia of unclear cause with no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.